Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The event was manifested by pyrexia and cloudy effluent. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with eltocin (dose, route, frequency, and duration not reported), meropenem (dose, route, frequency, and duration not reported), and ceftriaxone (dose, route, and frequency not reported) for peritonitis. Thirteen days after the event onset, the ceftriaxone was discontinued. Twenty days after event onset, apd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.